Event description:
The 3.5 x 15 mm nc trek balloon catheter was returned to abbott vascular with a proximal shaft separation. Attempts to get information regarding this device have been unsuccessful because the account did not remember this case. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. Evaluation summary: the device was returned for evaluation. The proximal shaft was separated. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.